Event description:
It was reported that while in cath lab, md inserted sheath via femoral artery. Intra-aortic balloon was connected to pump; waveform on monitor was abnormal. Volume of inflation was changed from 30cc to 25cc to 20cc and waveform was still irregular. As a result, md removed iab and replaced it with another. There were no reported patient complications. In 2007 updated information; "they inserted the iab at about 12:00am in 2007 and removed it at about 12:00 pm on the same day, soon after they noticed the abnormality of waveform on display".

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.